Event description:
Per the patient, the pump twisted and the catheter was twisted and tangled. Every week the patient was receiving dosing adjustments with increases that did not help with the patient¿s pain. On 2014-(B)(6) the patient had surgery again to revise the catheter and pump with an adjustment but the patient stated that there was still a kink in the catheter and the patient continued to have pain (refer to manufacturer report #3004209178-2014-20505).

Event description:
It was reported there was a confirmed flipped pump the ¿proper way,¿ that needed to be sutured down to the tissue again. No diagnostic or troubleshooting was performed for the pump. There was a catheter kink at the proximal segments that was seen by x-ray. A revision was performed, and the pump segment was removed and replaced with a new segment. The patient experienced less than 50% therapy relief at the device pocket. The patient status was noted as alive with no injury. The pump was used to deliver fentanyl. Additional information reported the pump also delivered bupivacaine. The patient recovered without permanent impairment. The cause of the pump was noted as ¿seroma post op.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)